Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the upper left side and lower right seam. The leaks were discovered during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured date: between january 22, 2022 - january 23, 2022. H10: two (2) devices were received for evaluation. Unaided eye visual inspection was performed which observed a tear at upper left side edge of one bag and a tear at the lower right side edge of the second bag. Functional testing was performed which revealed a leak from the affected areas. Additional magnified inspection verified a tear/hole where the leak occurred in both bags. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.